Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has been experiencing low blood glucose since breaking her right leg. Customer's blood glucose after lunch was 47 mg/dl. She also reported that the insulin pump has fallen out of the case and hit the floor more than once but does not have damage. The insulin pump passed the selftest. The customer stated she had to decrease the basal rate settings and would talk to the doctor.